Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump exhibited faster-than-expected battery depletion, with the user observing approximately 30% drain per day under limited use, and engineering log review corroborated abnormal battery consumption. Symptoms included no reported blood glucose issues. Outcomes included shipment of a replacement ilet and initiation of the return process for the original device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.